Event description:
It was reported that the patient presented for to the hospital for device interrogation. The right ventricular (rv) lead exhibited loss of capture and high pacing impedance. A chest x-ray showed that the left ventricular (lv) lead had dislodged. The patient was brought in for lead replacement on (B)(6) 2025. The right ventricular (rv) lead was capped and the lv lead was explanted. The patient was stable.